Manufacturer narrative:
Date sent to the FDA: 12/21/2007. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Int'l customer reports a patient developed a recurrent hernia at an unspecified time following a laparoscopic hernia repair. The patient was returned to surgery for repair. No further info was provided.